Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device intermittently stopped charging around 2 percent despite correct orientation on the beta bionics charging pad and use of multiple outlets and pads, while the pump continued delivering therapy without interruption. Symptoms included no adverse clinical effects and no changes in glucose control. Outcomes included no injury, no hospitalization, and no interruption of insulin delivery. Investigation included technical troubleshooting with verification of correct placement, removal of non-beta bionics accessories, reconnection of the adapter, outlet checks, moisture checks, and evaluation of potential magnetic interference, followed by provision of a replacement charging pad and wall adapter and shipment of a replacement ilet. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.